Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission showed that premature battery depletion was observed on the implantable cardioverter defibrillator. The battery longevity went from months until elective replacement indicator to reaching elective replacement indicator the same day. Electrocardiograms could not be viewed as the battery was too weak. The device was explanted and replaced. The patient was fine before, during and after the procedure.